Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x38mm synergy" drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed from the patient, it was noticed that the tip of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 3.5x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal and distal struts were lifted and stretched. The undamaged mid stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x38mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed from the patient, it was noticed that the tip of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.